Event description:
It was reported that the pump module shut off and the pcu screen had a message "channel error " in red. Tissue plasminogen activator (tpa) was infusing through this module and it was in "channel b" position. The clinician stated that 5ml was just added to channel a wherein precedex was infusing. The module was only off for a couple of minutes and the patient was not impacted.

Manufacturer narrative:
Omit : a141204 - pumping stopped (1503). Correction : date of birth. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module shut off and the pcu screen had a message "channel error " in red. Tissue plasminogen activator (tpa) was infusing through this module and it was in "channel b" position. The clinician stated that 5ml was just added to channel a wherein precedex was infusing. The module was only off for a couple of minutes and the patient was not impacted.